Event description:
A pocket fill was reported. It was stated that the physician was able to remove 10.5ml of medicine from the pocket. The patient was lethargic, but stable. A dye study and rotor test was performed and showed no abnormal findings. Drugs delivered via the device were dilaudid 5mg/ml and bupivicaine (unknown conc.). Patient's daily dose was decreased from 2.2mg/day to 1.5mg/day. It was later reported that "the pump was not filled successfully following pocket fill, they had to order more medication". As of the date of this report, patient was stable and was to be sent home.

Manufacturer narrative:
Catheter: model 8709, serial #: (B)(4), implanted: 2011 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).